Manufacturer narrative:
The reporter refused to return the pump to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with pump use. The reporter stated that the patient's blood glucose (bg) was 424mg/dl with no reported ketones and symptoms of extreme drowsiness/difficulty waking up/confusion. Reportedly there were no pump setting adjustments before or after the alleged event, no treatment was provided above and beyond usual diabetes management and pump use continued. The reporter stated that the patient may not have calculated carbohydrates correctly and that the pump time and date reset to the default setting when the battery was removed from the pump for less than 24 hours. The pump displays the ¿verify¿ screen after it is rebooted and the time and date must be confirmed on the ¿verify¿ screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while on insulin pump therapy. Use error and diabetes management issues were determined to be contributing factors in the alleged bg excursion.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2019 with the following findings: during investigation, the complaint was reported on (B)(6)2014 , due to continued pump use the black box data was no longer available for time of complaint . The black box does no support evidence of time /date reset. The time /date resetting to default was duplicated after a power on reset during investigation due to a bt1 component defect. Dim/pink screen observed. According to the basal change and tdd history for (B)(6)2014 the pump delivered the correct basal amounts . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.